Event description:
On (B)(6), 2012, the patient called while he was driving and claimed his blood glucose has been low for the last 2 to 3 months. His blood glucose went down into the 20's mg/dl. The patient was not able to troubleshoot completely at the time of the call as he would not pull over. The animas representative made several attempt to reach the patient to obtain more information about the hypoglycemic episode. It is not clear what attributed to the patient's allege hypoglycemia. This complaint is being reported because the patient allegedly had hypoglycemic episode while on the insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2013 with the following findings:. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No alarms outside the range of normal patient use observed in current pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately. Pump successfully passed a 29hr flow accuracy test. The display screen has a pinkish contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. The black box indicates a time and date reset in within 1hr 45 minutes of powering off the pump. A visible inspection of the bt1 internal battery confirmed it was leaking. A crack was observed extending from the threads to the case seal of the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.